Event description:
A surgical technician reported that following an intraocular lens (iol) implant procedure, a patient experienced a peripheral halo, film over the eye and possible contrast sensitivity. The lens was exchanged approximately two and a half months later for another lens model. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).